Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. No technical root cause was identified as the product was found to be within specifications. Contributing factor may have been bacteria coming in the eye with the flap lifter instrument or corneal marker or glove powder. (B)(4).

Event description:
Upon additional follow up, diffuse lamellar keratitis (dlk) was reported to be resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with trace superior diffuse lamellar keratitis (dlk) in the right eye one day post lasik. Topical steroid dosage was increased to every two hours. Dlk was noted to be improving two days later but has not resolved. Patient continues to use topical steroid drops. Upon follow up, dlk continues. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.